Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a field service engineer pulled the cabinet from the wall, removed the back panel, checked the leds on the controller boards, went to the storage space configurations and found various cubies were not visible. Also, rebooting the machine did not resolve the issue. A field service engineer powered down the station, removed the back of drawer 3, removed and replaced the retractor band (353844-01), reassembled the drawer, reconnected the bus cable, and powered up the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.